Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a complete catheter break with embolization was confirmed but the cause is unknown. Radiographic images and photographs of the implicated 4fr s/l clearvue groshong catheter were returned for evaluation. The radiographic images confirmed that the catheter had broken and migrated. The photographs of the PICC showed a complete circumferential break in the shaft. The depth markers were not clearly visible, but the break appeared to have occurred distal of the 40cm depth marking. Microscopic and tactile examination could not be conducted without evaluation of the physical sample. Although the break could be confirmed, there were no distinguishing features in the photographs which could aid in identification of a specific root cause. Possible contributing factors could include catheter damage due to kinking (material fatigue), tensile (pulling) forces, or dressing technique. H3 other text: evaluation findings are in section h11.

Event description:
It was reported "on (B)(6) 2022, a central venous catheter was inserted into the patient. The catheter vessel was the left brachial vein, the catheter depth was 42cm, and the catheter tip was located in the superior vena cava. The nurse came to our hospital for maintenance at 8:05 am on (B)(6) 2023, and found that there was light bloody liquid in the connection tube, but no blood was found after the first withdrawal. When the tube was slightly flushed, the catheter immediately slipped outside and showed disconnection, the port was flat, and the scale at the segment was 39.1cm, which was 2cm away from the puncture point, and she immediately stuck the catheter 10cm above the puncture point with her hand. Another staff member immediately took the pressure pulse band and tied it in the armpit. Ultrasound examination showed that there was no catheter shadow in the left upper arm vein, and immediately contacted the dsa doctor in our hospital for fluoroscopy, which showed that the catheter was in the heart, the outlet of the pulmonary artery was reversed, and the end was in the superior vena cava, suggesting dsa to arrest and remove it. Report to the nursing department leadership, and immediately contact with other hospital, the patient and family members decided to go to other hospital for treatment. The patient was sent to the other hospital by ambulance, and the department of vascular surgery of the other hospital performed endovascular foreign body removal under local anesthesia dsa + superior vena cava + pulmonary artery angiography. The patient was successfully returned to the ward without complaining of discomfort. The incident caused the patient to be anesthetized again, causing a secondary injury."

Event description:
It was reported ¿on (B)(6)2022, a central venous catheter was inserted into the patient. The catheter vessel was the left brachial vein, the catheter depth was 42cm, and the catheter tip was located in the superior vena cava. The nurse came to our hospital for maintenance at 8:05 am on (B)(6)2023, and found that there was light bloody liquid in the connection tube, but no blood was found after the first withdrawal. When the tube was slightly flushed, the catheter immediately slipped outside and showed disconnection, the port was flat, and the scale at the segment was 39.1cm, which was 2cm away from the puncture point, and she immediately stuck the catheter 10cm above the puncture point with her hand. Another staff member immediately took the pressure pulse band and tied it in the armpit. Ultrasound examination showed that there was no catheter shadow in the left upper arm vein, and immediately contacted the dsa doctor in our hospital for fluoroscopy, which showed that the catheter was in the heart, the outlet of the pulmonary artery was reversed, and the end was in the superior vena cava, suggesting dsa to arrest and remove it. Report to the nursing department leadership, and immediately contact with other hospital, the patient and family members decided to go to other hospital for treatment. The patient was sent to the other hospital by ambulance, and the department of vascular surgery of the other hospital performed endovascular foreign body removal under local anesthesia dsa + superior vena cava + pulmonary artery angiography. The patient was successfully returned to the ward without complaining of discomfort. The incident caused the patient to be anesthetized again, causing a secondary injury."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.